Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) to report discordant low na results on three patient samples. Customer reported they replaced the quiklyte standard a bag on the dimension exl with another bag from a different lot. The customer stated that na patient samples were now running normally. The cause of discordant low na results is unknown. The customer did not request troubleshooting assistance because it was stated that the issue was resolved. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant low sodium (na) results were obtained on patient samples on the dimension exl with lm clinical chemistry system. Patient results were not reported to physician(s). The same patient samples were repeated on an alternate dimension exl and higher na results were obtained and reported. Standard a was replaced on the system that initially gave discordant low na results. The customer reported that this dimension exl is now reporting na normally. There are no known reports of patient intervention or adverse health consequences due to the initially discordant low na results.